Event description:
During a hardware removal procedure, two bone screws were found to be fractured. The event was identified intraoperatively during explantation of a previously implanted system. Imaging prior to removal had not clearly indicated breakage. Some screw fragments remained in situ. The procedure was otherwise completed, and the patient is reported to be doing well.